Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have had a service code 204 flag. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was found to have had a service code 204. The cause of the service code 204 is an interruption in communication between the monitor and belt. The cause for the interruption in communication is a defective smd crystal oscillator (y402). The root cause of the defective oscillator was inconclusive. No adverse event occurred due to the defective oscillator. The last pt to use this monitor did not report any deficiencies.